Event description:
The patient went to bed and when he woke he felt no stimulation sensation. Impedances were greater than 40000 ohms. The patient status was reported as 'fair'. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).